Event description:
Subsequent to the initial report filing, additional information has been received stating that a dissection was noted after the stent delivery system (sds) balloon rupture. No treatment was performed for the dissection. The physician commented that the dissection occurred due to the balloon rupture. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the patient effect of dissection as listed in the (B)(4) xience prime everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for evaluation. The balloon rupture was confirmed. Based on visual, functional, and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: rinato, sion blue; guide cath: radiguide 6f bl35. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the target lesion was located in the proximal to mid left anterior descending artery (lad) with mild tortuosity, mild calcification and 90% stenosis. After pre-dilatation was performed, the xience prime 3.0 x 28 mm stent was deployed at 12 atmospheres (atm) without any issue. No resistance was noted during advancement of the device to the lesion. Post-dilatation was performed with the xience prime stent delivery system (sds) balloon; however the sds balloon ruptured at 14 atm, as a leakage of contrast media from the distal end of the balloon was observed on angiography. The catheter was withdrawn from the patient anatomy without resistance and non-abbott balloons were used for further post-dilatation. The procedure was completed without adverse patient effect or a clinically significant delay. No additional information was provided.